Event description:
This report now summarizes 14, instead of 15.

Manufacturer narrative:
It was confirmed by stryker field technician that the wo originally reported on was created in error.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced accessible ac current. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.